Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and the plunger overrode the lens in the cartridge. The lens was not implanted and there was no patient contact or injury.